Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system remotely and confirmed the reported issue. The vent control board was recommended to be replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported that mechanical ventilation is not available. There was no report of patient involvement.